Event description:
It was reported that a minimum fill notification occurred when the caller was attempting to load a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller eventually resolved the issue by successfully reloading the cartridge on the third attempt, without further assistance needed from technical support.